Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
A report was received indicating that xcelera connect may improperly translate pt height when it is received with only 2 significant digits. E.g. A pt height received as 1.6 meters may translate to 16 cm instead of the proper 160 cm. The customer has alleged that as pt height is used for multiple calculations, this may cause serious misdiagnosis.